Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) conceal reservoir removed on (B)(6) 2018 because the implant would only fill partially and the pump would stay deflated. The physician cut the tubing to reservoir and then connected a 60cc syringe and tested the device. The device worked perfectly so the physician took out the conceal reservoir and replaced it with a 65ml spherical reservoir.